Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed flow testing by 7.1%. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Event description:
Additional information was received that the pump failed flow test while being tested. There was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR: one cadd solis vip pump was received with the tamper seal missing and a damaged lens. There was no evidence of the reported issue in the event log. Accuracy testing was conducted on the pump and the reported "failed flow test 7.1%" was duplicated. The flow of the pump was inaccurate because the expulsor was out of specification. The pump was over infusing and the unit was above nominal range of +/-3% sitting closer to 5.5%, but within operation tolerance of 6%. The expulsor will be replaced to bring the pump into nominal range.